Event description:
A customer observed unexpected quality control results on a vitros eci analyzer with vitros trop, ckmb, and total bhcg reagents. The qc results for ckmb, and total bhcg were negatively biased. The qc results for the level 1 control for trop was positively biased and negatively biased for the l2 and l3 control the customer states that no patient results were reported for the assay's that were out of the control limits. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event indicated that the unexpected quality control shifts were most likely caused by signal reagent contamination of the vitros eci incubator and reagent metering probe. The customer observed dried signal reagent in the incubator and on the reagent metering probe. This contamination can cause unexpected shifts in assay results on the vitros eci analyzer. Properly performed customer maintenance will reduce the likelihood of buildup of signal reagent in the instruments incubator and metering probe. The customer states that maintenance had been performed the day of the event. The extent of the contamination suggests the maintenance procedure performed the day may have been inadequate. The customer states that no patient samples were assayed during the time of this event and there was no allegation of harm as a result of this event. The root cause of this event was signal reagent contamination of the instruments incubator and reagent metering probe caused by user error during maintenance.